Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ angiocath 22ga x 1,00in 0,9 x 25mm has been found experiencing leakage during use. The following has been provided by the initial reporter: when plugin the abocath in polifix the abocath does not properly attach causing leakage of the drug additional information: the lot number is 9115868 (material number: 38833514). There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. There was no drug administrated.

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath unit from lot 9157763 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. Next, the engineer performed a coner luer test on the unit and it was found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during the investigation a definitive root cause could not be determined.

Event description:
It has been reported that the bd¿ angiocath 22ga x 1,00in 0,9 x 25mm has been found experiencing leakage during use. The following has been provided by the initial reporter: when plugin the abocath in polifix the abocath does not properly attach causing leakage of the drug additional information: the lot number is 9115868 (material number: 38833514). There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. There was no drug administrated.